Event description:
The device was returned to a third-party service center for service. There was no harm or injury report. During the evaluation of the device at the third-party service center, an issue was identified during the disassembly process with a burnt humidifier base cable. The device was sent for further investigation to the product investigation lab.

Manufacturer narrative:
Although this device did not receive a complaint of foam degradation, this device is included in the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.

Manufacturer narrative:
The manufacturer previously received information alleging a "burnt humidifier-based cable" located on the device during the disassembly process. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer visually inspected the external part of the device and found air inlet filter and ui (user interface) knob was missing. High pitch blower whine observed. The manufacturer inspected the device internally and observed the air outlet port and air inlet had tan dust-like contamination in it. Pca (printed circuit assembly) had dust-like contamination all over the top of it. Dust-like contamination was on the top of the blower motor, inside of the blower box and blower box lid's surrounding area. Yellowed air inlet seal and bottom enclosure also had dust-like contamination on it. Thermal event on humidifier harness connector and pca at j9. The sound abatement foam was intact and had significant dust-like contamination on top of it. Evidence of sound abatement foam degradation/breakdown was not observed. The device's event logs were downloaded and reviewed. The manufacturer found there was 0 error code. The manufacturer verified the unit do power-up, provide flow. The manufacturer concludes there was no evidence of sound abatement foam degradation but contaminants throughout the device, likely from an external source. Additionally, the manufacturer was able to confirm the complaint of burnt humidifier base cable and j9 thermal event. **UDI related data quality updates only** the UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format. In this report, box d, h has been updated/corrected.